Manufacturer narrative:
(B)(4). Customer returned insulin pump for alleged cosmetic damage at the battery compartment found on (B)(6) 2021. Insulin pump alarmed insulin flow blocked alarm during priming due to moisture damage to the motor driver on the on electrical board 1. Insulin pump successfully downloaded to thus. Verified the insulin pump alarmed insulin flow blocked alarm in insulin pump downloaded history on (B)(6) 2021 between time 14:54:27.000-14:58:40.000. Unable to perform occlusion test, force sensor test, basic occlusion test, prime, seating test, rewind test, and displacement test. No moisture damage noted on the motor assembly during visual inspection. Confirmed moisture damage to electrical board 2 during visual inspection. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: battery tube threads - cracked, cracked case (battery tube), and pillowing keypad overlay. Cosmetic damage was confirmed at the battery compartment. Found moisture damage at the electrical board 1 and electrical board 2 during visual inspection. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump had a crack on battery compartment. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.